Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 32gx4mm 14 pack broke off into the patient's abdomen during use, resulting in abdominal pain that subsided three days afterward. The broken needle piece was confirmed to have still been in the body on (B)(6) 2019, but no further information has been received to date. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that cannula broken during infusion and result in abdominal pains, pains subsided after three days". "As confirmed by sales on 16th, oct, 2019, the broken needle is still in the body".

Manufacturer narrative:
Correction: new information was provided the customer. The following fields have been updated: event attributed to: required intervention describe event or problem: it was reported that the pen needle 32gx4mm 14 pack broke off into the patient's abdomen during use, resulting in abdominal pain that subsided three days afterward. The broken needle piece was confirmed to have still been in the body on (B)(6) 2019, and was surgically removed "about (B)(6) 2019". The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that cannula broken during infusion and result in abdominal pains, pains subsided after three days" "as confirmed by sales on 16th,oct,2019, the broken needle is still in the body". "Broken needle was taken out surgically about 20th, oct,2019". Relevant tests/laboratory data: surgical removal of needle type of reportable events: serious injury.

Event description:
It was reported that the pen needle 32gx4mm 14 pack broke off into the patient's abdomen during use, resulting in abdominal pain that subsided three days afterward. The broken needle piece was confirmed to have still been in the body on (B)(6) 2019, and was surgically removed "about (B)(6) 2019". The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that cannula broken during infusion and result in abdominal pains, pains subsided after three days" "as confirmed by sales on 16th,oct,2019, the broken needle is still in the body" "broken needle was taken out surgically about (B)(6) 2019".

Manufacturer narrative:
Investigation summary: 1. Lot #8089412 DHR was reviewed and no qn found. 2. Manufacture records for lot#8089412 was reviewed, no abnormal was found. 3. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. 4. 14 retention samples were checked on IV point, cannula angle and cannula pull force and all results meet the specification. 5. After investigation and confirmation, the returned product is not from bd. 6. Based on investigation, the returned product is not from bd.

Event description:
It was reported that the pen needle 32gx4mm 14 pack broke off into the patient's abdomen during use, resulting in abdominal pain that subsided three days afterward. The broken needle piece was confirmed to have still been in the body on (B)(6) 2019, and was surgically removed "about (B)(6) 2019". The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that cannula broken during infusion and result in abdominal pains, pains subsided after three days" "as confirmed by sales on (B)(6) 2019, the broken needle is still in the body" "broken needle was taken out surgically about (B)(6) 2019".